Event description:
The MFR received info alleging a millenium oxygen concentrator had thermal damage to the power cord. There was no report of pt harm or injury. The device has not yet been returned to the MFR for eval. A f/u report will be submitted when the MFR's investigation is complete.